Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event: estimated. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that "the footplate was already out" with a proglide device relative to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the device received from the hospital after the procedure has blood on it. The needles of the device are also removed which indicates the device was used and the problem was that the footplate was offset. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficulty with the lever/foot was not confirmed as the foot deployment and retraction were verified via manually opening and closing the lever with no anomalies noted. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device, a definitive cause for the reported difficulty could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue, suture caught in foot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: b5 - describe event or problem: updated. D4 - lot #: updated from unknown to 5091741. D4 - primary UDI number: updated from (B)(4) to (B)(4).

Event description:
Subsequent to the initial report, it was noted that the device was a prostyle device and not a proglide as was originally reported. No additional information was provided.